Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is no longer receiving effective stimulation. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the physician accidentally damaged the lead during implantation. Two of the contacts were damaged thus the lead was removed and replaced. Postoperatively the patient is receiving effective stimulation.